Event description:
Date of event is unknown. Customer reported set leaking near pumping segment during tpn infusion. No other details of event or pt available. Set has been received. A follow up report will be filed upon completion of the investigation.